Event description:
Pt presented for a bone biopsy. Upon removing the needle the radiologist noted that the tip had broken off inside the pt. The procedure was completed. Pt was sent home and appeared fine.